Event description:
The customer reported that the system intermittently did not produce x-rays when foot switch was activated. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the foot switch. The system was tested and found to be working as intended and put back into service.